Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. The pt experienced muscle pain mostly in the left leg and some in the right leg since the procedure. The pt underwent an ultrasound five weeks after the surgery. The pt was seen by the surgeon two weeks ago, but continues to have pain.

Manufacturer narrative:
Pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.